Event description:
Following implant of the right atrial (ra) lead, a cardiac perforation was observed. It was suspected that the cardiac perforation led to a pneumothorax. The ra lead was successfully repositioned and remains implanted. The patient was stable following the procedure.